Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During a technical on site visit, the field service engineer (fse) replaced a board as a preventive action regarding the vacuum issue. The fse performed system verification as per service installation record (sir). System meets specifications. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum and the energy check were performed without any issue. Ablation test was repeated and was completed without any issue. Energy check was only performed during startup and not as recommended every two hours. The logfile showed a couple of successfully performed treatments. The reported treatment could not be identified in the logfile. Logfiles only contained one patient's right and left eye. No relevant deviation between planned and performed energy was detectable for the reported treatment. The treatment for the right eye was repeated twice. At the first attempt, the treatment was canceled after the beam control check. On the second attempt, there were difficulties with suction one dropping so the vacuum process was interrupted by pressing the foot pedal and was repeated. However, due to suction one difficulties, the second treatment was also canceled before laser fired. On the third attempt, the treatment of the right eye was successfully completed. For the left eye, there were also difficulties with suction one. The vacuum process was repeated and the treatment was completed successfully. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause could be determined for the reported event. With current information, a device malfunction can be excluded. Possible contributing factors for incomplete flap could be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction was lost and flap creation was incomplete. Additional information was requested.